Event description:
An Impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 84-year-old female patient presenting in post-cardiotomy cardiogenic shock (PCCS) and low cardiac output syndrome (LCOS). The patient's clinical presentation was Society for Cardiovascular Angiography & Interventions (SCAI) stage D shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient's comorbidities are unknown. The Impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG).On Day 9 of support, hemolysis was noted. The device was repositioned. The patient was hemodynamically stable.After approximately 11 days of support, the device was successfully weaned. The Impella functioned as intended at performance (P) level P-5 at 3.2L/min with D5W Sodium Bicarbonate in the purge solution. The lab value, Plasma-free hemoglobin decreased from 15 to 13. Urine output was >30mls hour and yellow.Hemolysis was reported on Day 9 of support and the device was repositioned, suggesting that device position was most likely the contributing factor. No device malfunction was reported. The post-procedure outcome is survived at explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.